Event description:
It was reported that prior to a case, it was noticed that the red sleeve is off of the device and is loose in package. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.